Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead is scheduled for a revision due to noise, oversensing, and high out of range pacing impedances. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was capped on (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.